Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(4) 2015. An increase in voltage which suggests a further pad-pak was installed. The device records manual power ups some of 10 minutes duration between the (B)(4) 2015. The device records temperatures below the recommended standby temperature. Investigation found the fault can be attributed to capacitor failure. The breakdown of the capacitor resulted in a short circuit and caused the installed pad-pak to blow its fuse. This caused the device to fail to power off but would not cause the device to switch on automatically. The functionality of the circuit is tested at final test therefore it is concluded that the component failed after dispatch. During the investigation the device failed to issue the adult patient prompt in english. The speech chip prompts are verified as part of final test however it is possible this step was incorrectly carried out by the operator who tested the device at the time of manufacture. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.